Manufacturer narrative:
The test reservoir does not lock in place and unable to verify insulin flow blocked alarm and perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that insulin pump got the insulin flow block alarm. The blood glucose at the time of the incident was 300 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.